Manufacturer narrative:
Added: b5. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: pump runs without problems on p5, the damaged section of the cable was repaired and is inconspicuous; pump values are closely monitored and documented. Wound and surrounding tissue w/o problem, coagulation in target range, no further questions, hotline highlighted.

Event description:
The user facility reported that a patient was implanted with a impella 5.5 for support during high-risk cardiac procedure. It was reported that the impella plug showed defective cable on the red risks. However, it was discussed that the pump would not be replaced. It was reported that approximately two weeks later, pump stop motor current was increasing. Re-start was tried without success the automated impella controller was replaced with no success. The patient was stable.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Corrected: d4 (catalog & serial), h3. Pd - catheter: the cause of the product damage to the catheter was not determined due to unknown wear patterns on the returned pump and insufficient clinical details around the cause of the damage. Temporary pump stop: the cause of the temporary pump stop was open electrical lines in the pump. However, the cause of the open electrical lines was not determined due to unknown wear patterns on the returned pump, inconclusive data log review, and insufficient clinical details.

Manufacturer narrative:
D9 and h6 updated. The investigation is still ongoing.

Manufacturer narrative:
Additional information updated: d.6b - explantation day, month and year.